Event description:
A customer contacted baxter (B)(4) regarding a damaged minicap. The customer reported their minicap had a crack. The home patient's (hp) granddaughter stated that the transfer set of the hp was recently changed and she believes the minicap does not fit correctly. The issue was noted before use, while the granddaughter was changing the minicap of the hp. There was patient involvement, but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because no sample was returned to baxter for analysis.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.